Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the reported event of film deterioration. Evaluation further identified that the light guide protector had a cut and corrosion within the light guide lens; which was likely attributed to a component failure associated with degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope exhibited consumed film. The issue was identified during inspection of the device. There were no reports of patient involvement.